Event description:
The customer reported a red x and that the unit failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a red x and that the unit failed to power up. There was no report of pt involvement. The unit was evaluated at philips, and the failure was verified. Replacement of both the processor and power pca resolved the failure. The unit passed all post-service testing and was shipped back to the customer site.